Event description:
It was reported that a data review was needed due to suspected premature battery depletion involving this device. A review of the device data by engineering noted that the device was malfunctioning and the maximum replacement interval would be sixty two days. After this, a device replacement and return should be considered. No adverse patient effects were reported. This device remains implanted.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that a data review was needed due to suspected premature battery depletion involving this device. A review of the device data by engineering noted that the device was malfunctioning and the maximum replacement interval would be sixty two days. After this, a device replacement and return should be considered. The device was subsequently explanted and was expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that a data review was needed due to suspected premature battery depletion involving this device. A review of the device data by engineering noted that the device was malfunctioning and the maximum replacement interval would be sixty two days. After this, a device replacement and return should be considered. The device was subsequently explanted and was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
This report is being filed to update the implant date.

Event description:
It was reported that a data review was needed due to suspected premature battery depletion involving this device. A review of the device data by engineering noted that the device was malfunctioning and the maximum replacement interval would be sixty two days. After this, a device replacement and return should be considered. No adverse patient effects were reported. This device remains implanted.